Manufacturer narrative:
A ge service representative performed an on site investigation. The cine disc was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system had cine disc errors that resulted in a loss of cine capabilities. There was no patient injury or death reported.